Event description:
Deceased placed the heating pad on their clothing covered abdomen and placed a comforter over them, falling asleep with pad on all night. In the morning they had several small blisters on their skin. The following day the blisters began to "pop and bleed". Their family doctor had them transported to the hospital where they were diagnosed with 2nd and 3rd degree burns and hospitalized. Three weeks after the initial incident they died, allegedly from blood poisoning. The coroner's report identified the cause of death as sepsis.